Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the keypad cover was peeling off. All keys were found to respond appropriately. The keypad cover was removed, and contamination was found under the key contacts. The display screen was found to have a pinkish contrast.